Event description:
Adverse event: overcorrection. A surgeon reports some pts with overcorrection following refractive surgery when analyzer data is used. In a f/u, the tech reports for the surgeon that out of four pts recently treated with the analyzer, the surgeon is closely following two pts for potential overcorrection, who have not yet had much f/u. For those two pts, the surgeon does not have any concern of harm or injury. No further pt info was provided. Also, the tech mentioned that the surgeon is concerned about analyzer measurements of higher order aberrations, that seem to be different in magnitude when compared to their old analyzer and that it is taking a lot longer, with current machine, to take pt measurements.

Manufacturer narrative:
Determination of root cause: assessment: during onsite investigation, the territory manager (tm) reported that she could not duplicate the error that was reported. A second analyzer (loaner) had been shipped to the site and installed/verified, for measurement comparison. In the presence of the surgeon and staff, it was shown that both machines produced similar outputs. The tm also mentioned, after comparison of measurement findings on both devices, the loaner unit was removed. Also per the tm, the customer's analyzer was put through technical inspection and verified to confirm it was operating to MFR's specifications. No clinical records were available to conduct a complete investigation, therefore, the reported complaint of overcorrection, was unable to be confirmed or denied. Severity level could not be assessed due to lack of info. Conclusion: a definitive root cause could not be determined because the product investigation shows that it was operating within specifications, and pt records were not provided by surgeon to investigate possible non product factors. (B) (4). (B) (4). (B) (4).